Event description:
The catheter was inserted in the cathelab prior to surgery. A leak was noted in the catheter body. Since the pt was on bypass they turned the pump off. When the pt was ready to come off of bypass they removed and reinserted another iab. There were no pt complications.